Event description:
On (B)(4) 2013 it was reported that the vns patient was seen that day and the lead impedance was high. The battery was noted to still be ¿ok¿. The patient had an x-ray of his neck and chest but no lead break was seen. The patient was referred for surgery. On (B)(4) 2013 it was reported that the vns patient was undergoing a full revision that day due to high lead impedance which was confirmed in the or multiple times. It was also reported that the explanted lead was yellow in color. During surgery the impedance value was greater than 10,000 ohms but after the replacement of the generator and lead the impedance value was within normal limits. The nurse stated that on (B)(6) 2013 high impedance was first observed. The patient¿s settings that day were output=1.75ma/frequency=20hz/pulse width=500usec/on time=30sec/off time=3min/magnet output=2ma/magnet pulse width=500usec/magnet on time=60sec. System diagnostics showed lead impedance=high/neos=no. The nurse stated that the patient¿s mother refused to have it turned off despite the high impedance. The nurse was unsure if any trauma or manipulation occurred that is believed to have caused or contributed to the high impedance. Although attempts were made for the return of the explanted products, they have not been received to date. The patient¿s lead product information has been requested from the implanting hospital but it has not been received to date.

Event description:
On (B)(6) 2013 the explanted lead and generator were returned for product analysis. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Product analysis was completed on the lead on (B)(6) 2013. The reported high impedance event was verified. A cut was identified in the positive coil. Although not conclusive, based on the appearance of the lead it is believed that this condition was caused most likely at the explant procedure. The outer tubing is abraded open. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Product analysis on the generator is still underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 product analysis was completed on the explanted generator. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator.